Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer experienced nausea and treated their high blood glucose via manual injection. Customer advised the drive support cap appeared normal and they had a small air bubble inside of the tubing. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer advised there was blood at their site when they removed their infusion set. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer followed up with their doctor, changed their site and advised the device functioned properly as designed.